Event description:
Event description boston scientific received information that during the implant procedure, this implantable cardioverter defibrillator (ICD) recorded noise, poor sensing, and a low shock impedance measurement exhibited by this defibrillation lead. The noise was noted while the device was out of the pocket, and was resolved when placed into the pocket. This lead was not used, was successfully replaced, and returned to boston scientific for analysis.